Manufacturer narrative:
(B)(4). The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product batch number was not communicated. 1 complaint, this one included, has been recorded on avantage 3p cup plasma ha s52, reference (B)(4), from 07 november 2016 to 29 april 2020. The complaint history, regarding the batch number, can't be performed as it was not communicated. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the implant surgery patient suffered from intraoperative hemorrhage. The patient was treated with transfusion. Avantage and exception are related to the event. This report is under avantage product. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number of the product were not communicated. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that during the implant surgery patient suffered from intraoperative hemorrhage. The patient was treated with transfusion. Avantage and exception are related to the event. This report is under exception product. No additional patient consequences were reported.